Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a savvy (3.00 x 4cm 120cm) balloon ruptured. The physician had not yet reached nominal pressure in the balloon when it ruptured. There was no patient injury reported. The device was clinically used. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The contrast to saline ratio was 25% contrast/75% saline. The inflation device used was a non-cordis product. The same indeflator was used successfully with other devices. There was no resistance/friction mentioned while inserting the balloon through the rotating hemostatic valve. The lesion was described as minimally calcified and tortuous with 85% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device did not have to pass through a previously placed stent. The balloon did not inflate normally, it ruptured immediately during initial inflating, never making it to nominal pressure. No leakage was noted from the balloon, shaft, hub, or unknown segment in the beginning. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
As reported, a 3x40mm 120cm savvy percutaneous transluminal angioplasty (pta) balloon ruptured. The physician had not yet reached nominal pressure in the balloon when it ruptured. The product was removed intact (in one piece) from the patient. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The contrast to saline ratio was 25% contrast/75% saline. The inflation device used was a non-cordis product. The same indeflator was used successfully with other devices. There was no resistance/friction mentioned while inserting the balloon through the rotating hemostatic valve. The lesion was described as minimally calcified and tortuous with 85% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device did not have to pass through a previously placed stent. The balloon did not inflate normally, it ruptured immediately during initial inflating, never making it to nominal pressure. No leakage was noted from the balloon, shaft, hub, or unknown segment in the beginning. The balloon catheter did not kink while being used. The device was not returned for analysis. A device history record (DHR) review of lot 17689338 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (minimally calcified and tortuous with 85% stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.